Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was frozen and displayed the message, "initializing device manager". Multiple station reboots were attempted; however, the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was at initializing devices. A field service engineer (fse) powered down the station and cycled power to the helmer unit. After the helmer restarted, powered station back up and application loaded successfully. Pharmacy then recovered and inventoried the helmer items with no further issues. The fse rebooted the station and returned to normal operation. The system functioned as intended after the field service engineer troubleshot the device.